Event description:
Report received from abbott international affiliate (abbott-spain) which states, "the doctor noticed the bleeding at the bonding between 3 way red stopcock" and "tubing" during the operation. There was no patient harm. Although additional information was requested, none has become available.